Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer indicated that no backup insulin therapy method was available. Multiple attempts were made to follow up on the reported issue; however, a response was not received.